Event description:
The customer reported approximately fifty (50) milliliters of blue fluid leaked from the instrument and onto the countertop during system startup involving the coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered tubing ((B)(4)), which supplies rinse from backwash manifold, disconnected from the blood sampling valve (bsv) center section. The fse cut the back end of tubing and reconnected it to the bsv fitting. The fse replaced the damaged needle cartridge and completed instrument verification. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Cartridge. (B)(4).